Event description:
Customer reported that the insulin pump is not delivering insulin and the customer has been having a problem with her blood glucose readings. Customer stated that she ran a manual prime and no insulin came out. Customer also stated that they did not hear any alarms. Customer further reported that she attempted to bolus however the insulin pump stated that she had too much active insulin. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Several error alarms were noted in the alarm history. The high pressure test was also performed and passed. Customer's blood glucose reading at the time of the call was 352 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.